Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a model #icv1209 perceval heart valve at the time of manufacture and release.

Event description:
The manufacturer was informed that the perceval valve size 23 was implanted on (B)(6) 2022. On (B)(6) 2022, patient had hyperpyrexia and was diagnosed with aortic valve endocarditis. As such, on (B)(6) 2022, the valve was explanted without difficulty and mechanical valve was ultimately implanted as a replacement. As reported, the patient has several comorbidities and at first analysis did not appear valve-related. As reported, purulent material at the periaortic site was present, and aortic prosthesis was covered by large vegetation adhered to the ventricular tract. The prosthesis was not disengaged. Reportedly, the native annulus was conspicuously the site of endocarditic infectious process. After laboratory analysis carried out at the hospital facility, the bacterium detected is found to be s. Epidermis.

Manufacturer narrative:
The device was returned to the manufacturer. The valve had rigid pericardium tissue and covered with tissue (organic-pannus-calcifications). Due to the non-optimal state of the returned valve, it is not possible to make a conclusive judgment. Examination of the valve revealed a slightly deformed prosthesis due to the massive presence of pannus and organic material reasonably related to the physiological reaction to the endocarditis. Based on the medical judgment available, the cause of the reported event was not attributed to the device but patient condition (i.e., the patient has several comorbidities and at first analysis did not appear valve-related). Furthermore, there was no material deficits identified during the production records review.